Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the button symbols were found to be worn; however, no peeling or punctures were observed to the keypad. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast button contacts. Additionally, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up arrow, down arrow, and contrast key contacts. Investigation also revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/30/2015.